Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) of juer0526 showed four other similar product complaint(s) from this lot number. The complaints for this lot number (juer0526) have been reported from the same facility.

Event description:
It was reported that the stabilizing body came apart from the adhesive pieces. Additional information rcvd 09/20/2020: it was reported 5 times, but expect there were more. Devices were not used on patients. This report address the third device.